Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection and bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists infection and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a bacterial infection at the driveline exit site. Surgical (translocation) and drug therapy was performed to treat the infection. The cause of the infection was determined to be complexities of medical management. On (B)(6) 2022, the patient developed major bleeding at the driveline exit site. The patient was administered less than four units of red blood cell concentrate per 24 hours. The patient was on warfarin and aspirin (acetylsalicylic acid) at the time of the event. The cause of the bleeding was determined to be related to the patient's driveline infection. The patient was discharged on (B)(6) 2023.